Manufacturer narrative:
The subject device was returned, evaluated, and repaired by olympus, then sent back to the user facility. The reported issue of 'no image' was not confirmed during the device inspection. As a result of the legal manufacturer's investigation, there was a picture being displayed, but with scope communication error e224 displayed on the lower left corner due to a faulty cable unit. The e224 error occurs when a communication error with the processor occurs. The damage to the cable is likely due to user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The contents of the instruction manual at the time of shipment, identifies the following verbiage pertaining to cable handling, which may have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. If additional information is obtained from the user facility regarding the procedure, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image. This issue was reportedly found during a procedure. However, multiple attempts were made to follow up with the user facility to obtain additional information regarding the reported event, but with no result.